Event description:
The customer reported no images on either of the monitors. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into svc.